Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic urology surgery, the balloon was inflated with a syringe, but it could not be inflated smoothly, then a new product was used, but the balloon could not be inflated smoothly as the same. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the balloon was inflated with a syringe, but it could not be inflated smoothly, then a new product was used, but the balloon could not be inflated smoothly as the same. Another device was used to complete the case. There was no patient injury.